Manufacturer narrative:
Codes in section h have been updated to reflect the additional information.

Event description:
Additional information received indicates that the patient may undergo surgical intervention to gain the ability to undergo a cervical MRI, which the system does not allow for. This is no longer deemed to be an adverse event.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-33134, 1627487-2020-33135. It was reported that the patient may undergo surgical intervention to explant their scs system. The reason for the procedure is not known at this time. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.